Event description:
Patient came to dr (B)(6) with pain since (B)(6) 2014. Dr (B)(6) thought he might need a thicker spacer. Upon revision, the 5560-s-215 15mm x100 mm femoral stem was broken at the junction of the femoral stem. It appears to have broken in the threaded area of the implant. Dr (B)(6) removed the stem and femoral component and re-implanted the new femoral replacements and liner.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Additional information such as clinical and past medical history, op reports, x-rays, and confirmation of fractured stem. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient came to dr (B)(6) with pain since (B)(6) 2014. Dr (B)(6) thought he might need a thicker spacer. Upon revision the 5560-s-215 15mm x100 mm femoral stem was broken at the junction of the femoral stem. It appears to have broken in the threaded area of the implant. Dr (B)(6) removed the stem and femoral component and re-implanted the new femoral replacements and liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.